Event description:
The customer originally reported to customer svc that the prongs on the transformer for her pump in style advanced breast pump were loose; upon receipt at medela, the transformer housing was discovered by the svc ctr to be breached, which is a safety risk.

Manufacturer narrative:
The customer's transformer was returned to medela on (B)(4) 2014 and evaluated/approved on (B)(4) 2014. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached at the prongs. A visual examination of the cord revealed no exposed wires or signs of burning or fire. The resistance across dc plug was measured as 303 ohms, which indicates there was a short in the dc cord. The resistance across the ac blades was measured as 56.2 ohms, which indicates that the thermal fuse is not blown. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigation under (B)(4).